Event description:
It was reported that on (B)(6) 2025, the gantry of a selenia dimensions mammography system began to shake during a procedure. A field engineer was dispatched to assess the device and found the vta rotational wheel bolts to be loose. The field engineer tightened the bolts, performed necessary calibrations and confirmed system functionality to manufacturer specifications. No patient or user injury was reported.